Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 21. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.